Event description:
In response to the may, '99 safety alert "potential cross-contamination linked to hemodialysis treatment," the entire inventory of dialysis machines were inspected. This redy machine was found to have probable blood contamination. The machine was cleaned, refitted, and temporarily returned to service. The redy is to be retired as of august 15, 1999. Extensive inservice of dialysis staff was performed and continues to be performed.